Event description:
Advocate stated they received a control test results of 226 mg/dl. While troubleshooting, the control test results were 532 mg/dl and 566 mg/dl. The control limits are 101-140 mg/dl. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.